Event description:
The doctor reported that the drill caused 2.0 cortical screws to slide in without any purchase. Needed to move up to 2.4 cortical screws to capture bone and secure plate.

Manufacturer narrative:
The doctor reported that the drill caused 2.0 cortical screws to slide in without any purchase. Needed to move up to 2.4 cortical screws to capture bone and secure plate. The sample was not returned to deroyal for eval. Current inventory was reviewed and found acceptable. The investigation to determine the root cause continues to be in process.